Event description:
Caller states the patient tested 1.1 inr on the coaguchek system and 3.0 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates:cozaar - 50mg/dates unkadaracks - 10mg/dates unklasix - 80mg/dates unkaricet - 5mg/dates unklexapro - 10mg/dates unkzocor - 20mg/dates unkcoreg - 12.5mf/dates unkmultivitamin - dates unkaspirin - 81mg/dates unk